Event description:
Surgeon was inserting intramedullary (im) nail for femoral fracture. Part of bolt tip broke off. Piece was retrieved.what was the original intended procedure?intramedullary nailing of femoral fracture.device #1is this a laboratory device or laboratory test?no.